Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2015 with the following findings: on investigation, the alleged short battery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found low and replace battery warnings on (B)(6) 2014 due to a discharged replace battery being installed in the pump. The pump powered on using the returned cap. A rewind/load/prime sequence was completed without issues. Electrical current draws were within specifications. The pump casing was opened and no intermittent connections were found on the circuit board or the continues glucose monitoring module. Unrelated to the complaint, the battery compartment was found to be cracked below the grip pad.